Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a damaged downstream occlusion (dso) sensor. The event occurred during testing and it was unknown if the device was dropped. There was no patient involvement and no patient harm.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a worn downstream occlusion (dso) seal. No evidence was found in the event history log. Functional testing was unable to replicate the reported issue. The root cause was unknown. No further actions were needed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.